Event description:
It was reported during the lead revision procedure (reference MFR. Report# 1627487-2014-05368), the pt had bilateral coverage in her legs and lower back. However, post-operatively the pt was experiencing ineffective stimulation. The sjm representative was unable to resolve the issue with reprogramming as only unintended stomach and rib stimulation along with ineffective leg stimulation occurred. In addition, the pt reported positional stimulation while sitting and standing. The pt is to consult with the physician regarding the issue as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.